Event description:
It was reported to nova biomedical that a consumer received blood glucose readings of 96 mg/dl, 126 mg/dl, and 535 mg/dl within a ten minute span of time. The difference in the readings was considered to be clinically significant. No decision to treat was made on the alleged faulty meter. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical has received the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up will be filed.